Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide 14421-aw rev h / 2016. Using the pod 5 / page 44 warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient's mother reported daughter experienced an infection and high blood glucose reaching 421mg/dl while wearing the pod. Patient consulted with endocrinologist who advised to stop using the pods. Mother took daughter to pediatrician later that day; diagnosis not provided, but was given 10 day oral antibiotic cephalexin 500mg and an unknown topical antibiotic.